Event description:
It was reported that during the last 2mm of inserting this bioscrew implant, into the femur during a right acl reconstruction, it broke. The screw was able to be fully inserted and the procedure was completed as intended. There was no report of injury to the patient

Manufacturer narrative:
Investigation findings: an evaluation of the screw could not be completed as the screw remains implanted in the patient. The instructions for use provided with this device, warn the user of the following: "improper alignment increases the risk of screw breakage"; "careful selection of screw size with respect to bone block size, shape and tunnel diameter can reduce the risk of screw breakage"; and "proper positioning of the graft and parallel placement of the guidewire prior to screw insertion reduces the risk of screw breakage." A two year review of the product history shows one similar reported problem. There are no reported injuries for this failure mode. Conmed linvatec will continue to monitor this product for failures.